Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:from the stem information received, no depuy manufacturing issue could be identified. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot :null. Device history batch: null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of hip head as the head was turning round. Disassociation of the head and stem. Pain.

Manufacturer narrative:
(B)(4). Investigation summary: from the stem information received, no depuy manufacturing issue could be identified. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required.